Event description:
The patient used a home testing device worn on head one night. This device screens patients at home for sleep apnea. Upon awakening in the morning, the patient reported skin redness on her forehead - rectangular- approximatley one inch and slight bleeding after washing area.